Manufacturer narrative:
H3: product analysis #(B)(4) : analysis information -- 2023-06-13 08:50:47 cst pli# 10 product ID# 977006 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID ct900 lot# serial# unknown implanted: explanted: product type multiple therapy product medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was rep was in the or at the time of call, trying to connect their clinician programmer and vanta app to a new 977006, but was receiving the following system error message when attempting to start set-up: "the system has encountered an unexpected error, please contact manufacturer technical support" with code 0x4ea9bc8e. Ts advised rep to initially close out of the vanta app, open patient data service, close back out and re-open the vanta app. At that time, rep was able to attempt to connect (find device) with the 977006, however received a message stating "system detected invalid data and device, therapy may be cleared. 000100bb" with the option to exit workflow or continue. Ts had rep exit to restart the tablet. Once back in the vanta app, rep received the same original system error message. Ts advised rep to try connecting to a different 977006, which was successful, and rep was able to connect normally. Rep was advised to send the ins back. Rep reported that issue was not resolved with the 977006 battery that was giving the error code. Rep did use another 977006 battery for the implant. And as of 2/15/2023 rep did send the battery giving the error code back to manufacturer. Rep called technical services when they received the error code and were unable to determine what the issue was and decided that the battery will be sent back. The weight of the patient is not needed as this battery was never implanted into the patient. The providing information has been confirmed with the doctor.